Event description:
A territory sales manager reported that while using two (2) fms samples for demonstration, the balloons would not deflate. The reporter states the device inflated but would not deflate.

Manufacturer narrative:
Based on the available information, our medical determination is that this malfunction is likely to cause or contribute to a serious injury to a patient: because a forceful removal of a fms device with a fully inflated balloon may cause an injury to the soft tissues of the rectal mucosa. The device was not reported to be used on a patient. No additional event details have been provided to date. Should additional information be received, a follow-up report will be submitted. A returned sample is expected for evaluation. (B)(4).